Event description:
Surgical technician reports patient to or emergently from the cath lab. When placing the shaver blade onto the patient's abdomen, the blade came loose and tried to grab the patient's skin. The technician quickly pulled blade away and removed the device from service. There was no injury to the patient. There was a delay in obtaining a new blade of same type/model. Device is available for evaluation purposes.